Manufacturer narrative:
Result of investigation: the reported complaint was able to be confirmed and duplicated by vyaire medical's failure analysis lab. Transducers pt800 and pt802 failed. This is a known issue which can be referenced with CAPA ca-2017-0206 and co 101400. A replacement product was shipped to customer.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced a transducer fault alarm. There was no patient involvement associated with the reported issue.